Event description:
It was reported that during implant procedure that there were unacceptable thresholds. The lead was not implanted. No patient complications have been reported as a result of this event,.it was reported that during implant procedure that there were unacceptable thresholds. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found; however, a visual inspection revealed the tip electrode insulation was pulled apart (overstress) and the proximal conductor was distorted.